Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported that the "internal pressure drop". There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The reported issue was due to a blockage at the left flow meter. The service technician realigned the flow meter block to resolve the reported issue.